Event description:
As per the report from the distributor / user facility - balloon rupture prior to being able to perform septostomy.

Manufacturer narrative:
Annex c - cause investigation - investigation findings - code 4256 was chosen - malfunction observed without conclusive findings. This term was added in august of 2023 but has not yet been added to this esubmitter database to be used in section h6. The complaint catheter was returned in a biohazard bag. There is a longitudinal tear in the balloon. Microscopic inspection did not reveal the cause of the failure. A comparative catheter was pulled and tested for rated volume. The comparative catheter was the same catalog number but a different lot number as the complaint catheter. The balloon was immersed in a body temperature bath and incrementally inflated until it burst. The balloon did not burst until 2.5cc, which is well above the labeled rv of 2.0cc. The complaint could not be duplicated with the comparative catheter when taken to the rated volume. The balloon had to be over inflated before it burst. A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review of the balloon component and balloon tubing components was also reviewed. There have been no other complaints associated with those components. Cause could not be established with the limited information reported from user facility / distributor.